Event description:
It was reported that during intravenous infusion it was discovered that the needle was broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the patient, male, 83 years old, admitted to hospital because of "dizziness vertigo, numbness weakness" by the clinic hospitalize, after admission, the patient was given intravenous infusion according to the doctor's advice to protect the cerebral nerve, on (B)(6) 2020, the nurse found that the needle of the closed venous indwelling needle was broken during the intravenous infusion of the patient, immediately suspended the infusion, and replaced the indwelling needle for the infusion of the patient. No similar situation occurred. Additionally, on 2020-05-29 the bd sales consultant provided the following additional information: the incident occurred the day after the puncture during the infusion process. The plastic catheter was broken and the hospital did not take photos.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9197425. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Date of birth: no birthday provided (B)(6) was used based off patients age. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during intravenous infusion it was discovered that the needle was broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient, male, (B)(6) years old, admitted to hospital because of "dizziness vertigo, numbness weakness" by the clinic hospitalize, after admission, the patient was given intravenous infusion according to the doctor's advice to protect the cerebral nerve, on (B)(6) 2020, the nurse found that the needle of the closed venous indwelling needle was broken during the intravenous infusion of the patient, immediately suspended the infusion, and replaced the indwelling needle for the infusion of the patient. No similar situation occurred. Additionally, on 2020-05-29 the bd sales consultant provided the following additional information: the incident occurred the day after the puncture during the infusion process. The plastic catheter was broken and the hospital did not take photos.